Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that patient underwent an unknown surgical procedure on an unknown date and suture was used. The patient experienced staphylococcus aureus infection and post-operative suture breakage because the infection damaged a lot of the tissue. The surgeon opines that the infection did not come from the suture but from the mepilex band-aid dressing and solution not being applied as it should with creation of air bubbles that could cause infection. Additional information has been requested.